Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was getting electrocuted by her stimulator, it was sending electrical pulses. The patient turned the device off two months after it was implanted and has not had the device on since. The indication for use was spinal pain.